Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the patient (the patient's husband) contacted lifescan (lfs) alleging an error 5 meter issue "detection of a problem with a test strip" message on the patient's onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the error 5 message occurred between 9pm and 9:30pm on (B)(6) 2016. Prior to this, the reporter indicated that when he first turned on the meter, there was an old reading of "lo" in the meter's memory. The patient does not administer medication to manage her diabetes. The reporter was unable or unwilling to say whether the patient made any changes to her usual diabetes management routine after obtaining the error message, but he reported that a short time later a blood glucose result of "33mg/dl " was obtained on the subject meter. The reporter indicated that also shortly after the start of the alleged issue, the patient developed symptoms of "couldn't communicate, lethargic, almost passed out, trying to sleep [and] slurred words." The reporter indicated that he gave the patient "orange juice and a (B)(6)" to treat her symptoms sometime between 9pm and 9:45pm on (B)(6) 2016. He reported also that 30 minutes later, a blood glucose result of "355 mg/dl\" was obtained on the subject meter which the patient's nurse told him was "impossible." The reporter denied using any other device to test the patient's blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first. The reporter described the correct testing steps. He was unable or unwilling to confirm whether the test strip completely drew in the sample. He was also unable or unwilling to walk through a retest and the issue remained unresolved. The patient's products were replaced and requested back for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of acute moderate hypoglycemia with reported third party intervention, after the alleged error message appeared. Although the patient's reported symptoms started after the alleged error message and erratic result of 33mg/dl on the subject meter, a "lo" meter reading was reported in the meter memory prior to reported symptoms. Therefore, it is unknown if the meter issue caused and/or contributed to the symptoms. Additionally, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.